Manufacturer narrative:
There was no indication of any malfunction of the device.

Event description:
Allegedly, the patient underwent a laparoscopic gynecological surgery for fibroid tumors on (B)(6) 2011 in which a morcellator was used and afterward was diagnosed with leiomyosarcoma. On (B)(6) 2012, the patient was diagnosed with soft tissue sarcoma with pulmonary metastases and subsequently passed away on (B)(6) 2014.